Event description:
The company received a report where it was claimed that the cuff burst during patient use. The caller reported that the tube was inserted into the patient and during an attempt to inflate the cuff, the cuff burst. The caller reported that the tube was pretested according to directions prior to patient use.